Manufacturer narrative:
Correction to d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3, d10: the events occurred on unspecified dates in 2024, reported as "multiple occasions over the last month". E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, there was a separation between the female connector and main body of the minicap transfer set. The event was further described as, "the dark blue can be screwed away from the light blue". This occurred while disconnecting the transfer set from the patient line of an amia cassette after peritoneal dialysis (pd) therapy. The patient tightened the connection and started again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.